Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for spinal pain. It was reported the patient was scheduled for a lead revision due to one lead migrating. X-rays were taken, and it showed that the lead migrated. A revision was scheduled for (B)(6) 2018. No further complications were reported.